Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602680 implantable port allegedly experienced a missing component. This information was received from one source. The malfunction did not involve a patient. The female patient's age and weight were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was returned to the manufacturer for evaluation. Investigation remains inconclusive for the alleged missing component, as the device was returned in an open state and the original state of the package at the time of opening could not be confirmed. Based on the available information, a definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for the missing component as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602680 implantable port allegedly experienced a missing component. This information was received from one source. The malfunction did not involve a patient. The female patient's age and weight were not provided.